Event description:
The account stated the beds up functions are not moving but the down functions are, and he can hear the pump motor running.

Manufacturer narrative:
The accounts engineer replaced the hydraulic manifold to repair the bed.